Event description:
Power pulsing the right venous "poplited" up to ivc the pt started screaming. When pulling the xpeedior back out pt screamed more. During the initial advancement of xpeedior pt was yelling. When aj catheter pulled out of pt there appeared to be tissue on the catheter. Believed venous wall tissue sent to histology dept & should be back within day or two. This occurred in right leg sheath taken out & left in left leg. Bringing back at 3:00 pm to aj clot. (Catheter is kinked where the tissue is.).